Event description:
It was reported that the patient was set on program 4 at 1.7 a couple months ago. The patient looked at programmer today and stim was set at 1.2 on program 1. The patient never changed the program. Patient services helped the patient change to program 4 at 1.7. The patient was experiencing a loss of therapeutic effect. The patient started to leak "quite badly" in past week. The patient had a spinal injection on (B)(6) 2014. Patient services told the patient that injection would not interact with his therapy device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient had been instructed to turn the implantable neurostimulator (ins) off until monday (B)(6) 2015 when the patient sees the doctor. The patient couldn't get the ins to turn off. The patient uses antenna. Stim was at 2.8, with the ins icon "apple" is empty. It was confirmed ins was off. The patient stated the ins works good for 6 - 10 days. Then symptoms increase again. The patient stated: "when it's good, it's good. When it's awful, it's awful." The doctor wants the patient to track flow from today until the appointment. The patient stated the stim was at 1.40 and it was increased to 1.60 (which was good), then 3 - 4 weeks later the symptoms returned. "Each time I move it up, except the last couple of times, I get relief for a week or two weeks and then boom." At one point, the patient was up to 2.4 or 2.6. The patient indicated that today is "reasonably good, I do have to rush." The patient mentioned they fell 3 or 4 days ago "and hit my noggin," but this issue had been going on before the fall. The patient was experiencing a loss of therapeutic effect with loss of bladder control. Symptoms reported had gradual onset. There was no known accident or incident related to this complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0fmwg, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).